Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a 980 ventilator had a blank display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue, as a precaution the se replaced graphic user interface, central processing unit (cpu) and printed circuit board (pcb). The se updated the software and performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue could not be duplicated. No error codes were recorded in the diagnostic logs. No fault was found with the returned gui cpu pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a 980 ventilator had a blank display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. As a precaution, the se replaced graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software, performed calibrations and extended self-testing on the device and all tests passed.